Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Rn stated that the dialyzer membrane was ruptured and the leak was visually observed. Estimated blood loss was approx 250-300cc's. Pt had no adverse effects and required no medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.